Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results from three different patient samples that were generated by the access 2 instrument. The initial accu tni results were: 3.47 ng/ml, 0.13 ng/ml and 0.69ng/ml for patient a, b, and c respectively. The accu tni results for two patients were reported out of the lab, but it is unclear for which patients. Per customer, patient a was sent to a heart catheterization laboratory. The customer re-tested the original samples of 3 patients (a,b,c) for accu tni. The repeated accu tnil results were: 0.04ng/ml for patient a, 0.80ng/ml for patient b, and 0.08ng/ml for patient c. The customer did not receive any report of patient injury or death attributed to or connected to this event.

Manufacturer narrative:
Qc was within specifications. System check conducted in 02/2007, at 6:29 pm, was within specifications. The customer performed precision testing using a low level control and obtained good results ( day and time was not specified). The samples wer centrifuged for 10 minutes. The specimens were sampled from the primary tubes. A field service engineer (fse) was dispatched to the customer's lab three days later. The fse performed adjustment to several components on the instrument. The fse replaced substrate probe. The fse conduced diagnostic testing which partially failed. The fse replaced mixer belt and adjusted mixer speed and then repeated the failed portion of the diagnostic testing which passed with specifications. The fse verified the instrument per established procedures. Although hardware issue addressed by the fse may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.